Event description:
The patient underwent a right hemicolectomy procedure and the anastomosis was performed with the car. Leak was detected on day 9. The surgeon is certain that it is not related to the car and the most probable reason is the "albumin factor".

Manufacturer narrative:
This report is submitted on behalf of the manufacturer ((B) (4)) and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The device history file was reviewed and indicated that the device was released pursuant to its specifications. The device was not returned for evaluation and no conclusion could be drawn based on the limited information we have regarding this event. The surgeon was certain that the event is not related to the device but to the patient's low albumin (deficient nutritional status), known to be correlated with anastomotic leak. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.